Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet enclosure separated into two pieces while the device remained functional, and the user temporarily secured it with a belt clip and later returned the device using the provided label. Symptoms included no reported adverse health effects and no impact to blood glucose control. Outcomes included continued therapy without interruption using backup options until the replacement arrived. Investigation included complaint intake, photo review, shipment coordination, and return tracking verification. Investigation of this device revealed a screen bezel or housing separation consistent with a hardware and enclosure integrity issue, with no evidence of performance failure affecting glucose management. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure damage of undetermined origin.